Manufacturer narrative:
(B)(4). Date sent: 3/31/2023. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble 0 clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # x95j48. A manufacturing record evaluation was performed for the finished device, el5ml lot number and no non-conformances were identified additional information was requested and the following was obtained: "abrupt stuck in a close function" "please clarify how ¿the clips are not formed properly¿ not formed nicely did device fire malformed clips? Yes. Did device fire scissored clips? Unknown. If other, please specify. Please provide more details about statement ¿abrupt stuck in a close function¿ unknown. Was device stuck on tissue when it would not open? Unknown. If yes, was there any damage to the tissue? What was done to repair any damage to the tissue? Unknown. Was device ever able to be opened? Unknown. If other, please specify. Were there any patient consequences? If yes, please describe. Unknown. Please clarify what is meant by the clips were not "formed nicely" not formed nicely did the clips form a pear/tear drop shape? Unknow. Did the clips legs cross? Unknown". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy, the device was malfunctioning when fired. The clips were not formed properly.